Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up report will be filed.

Event description:
The device was implanted via v-p shunt. On (B)(6) 2015, the removal surgery of the device was conducted due to valve occlusion. The patient's condition is stable after surgery. Further information would be provided as soon as jjkk receive it from the facility.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected: a clear liquid was noted inside the valve, as well as needle holes in the needle chamber, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted, but biological debris was flushed out of the peritoneal catheter. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The siphon guard was removed. The valve was then pressure tested at 70mmh2o, failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3842, with lot cnhbkz, conformed to the specifications when released to stock on the 23rd july 2012. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.